Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the incoming inspection for repair of the subject device at the olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device was not displayed on the monitor by noise. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also found that this phenomenon was caused by the failure of the cable unit. Then, the subject device was transferred to omsc for evaluation. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device in combination with omsc asset's video processor otv-s300 and found that the endoscopic image of the subject device had a slight noise when the camera cable was looped multiple times and stress was applied to the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result and similar past cases, omsc surmised that this phenomenon was attributed to the communication failure due to partial breakage of the camera cable, and also surmised that the camera cable partial breakage might be caused by the user handling because the camera cable had been repaired multiple times. The instruction manual of the subject device states appropriate handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.